Event description:
Additional information received stating that during cataract surgery, the phacoemulsification handpiece had suddenly blocked without prior alerts (aspiration was correct, energy normal, irrigation as usual), causing immediate tip overheating. Within a fraction of a second, the main corneal incision had turned white, indicating an acute thermal burn with instant stromal whitening and corneal denaturation, making closure impossible despite several attempts with 10-0 monofilament. The iol was not implanted due to high risk of scarring and astigmatism. The patient was transferred for corneal sutures, tissue adhesive, and an amniotic membrane graft. The handpiece was isolated for manufacturer analysis, and the surgeon suspected a fluid circulation defect in the handpiece that had led to internal blockage and rapid overheating. A physician reported that during cataract surgery, the phacoemulsification handpiece suddenly became blocked, causing immediate overheating of the tip. The main corneal incision turned white, indicating an acute thermal burn at the incision site, instant stromal whitening, and corneal denaturation. The wound was unsuccessfully attempted to close (via suture with a 10-0 nylon suture). The physician decided not to implant the intraocular lens due to anatomical conditions and refer them out to a specialist for further treatment. The wound was rehydrated, and a protection was applied, then transferred to another hospital for corneal sutures, tissue adhesive application, and an amniotic membrane graft (amg). The physician suggested issue was attributed to fluid circulation. The company representative explained that the corneal burn was due to viscoelastic crystallization during the sculpt phase of cataract surgery and the main cause was excess viscoelastic and rapid ultrasound use. The representative emphasized to switch to quadrant mode to achieve sufficient aspiration to clearing the phacoemulsification tip and then flushing the eye before resuming the procedure and to avoid persisting with ultrasound persistently continuing with ultrasound in sculpt mode where the aspiration is low. The surgeon confirmed that this was a case of user error. This report pertains to the phacoemulsification tip involved in these reported events.

Manufacturer narrative:
Corrected information was updated in b.5., h.6, and h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. Clinical evaluation has been reviewed. Contributing factor has been identified. The reported product¿s lot number did not contain a phacoemulsification tip, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received from the company representative indicated that the patient¿s recovery was difficult. The final sutures have been removed, and this has resulted in astigmatism. A rigid contact lens will be prescribed for correction to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that patient experienced corneal burn caused by the crystallization of the excess viscoelastic following the rapid emission of ultrasound and the lack of pre-irrigation during the sculpting phase of the surgery. The physician also reported that visually a white milk-like substance around the phacoemulsification (phaco) tip becomes very dense and completely obstructed. The ophthalmic handpiece temperature rise sharply, and the ultrasound was ineffective in clearing the obstruction. The patient status was unknown. Additional information received stating that during cataract surgery, the phacoemulsification handpiece had suddenly blocked without prior alerts (aspiration was correct, energy normal, irrigation as usual), causing immediate tip overheating. Within a fraction of a second, the main corneal incision had turned white, indicating an acute thermal burn with instant stromal whitening and corneal denaturation, making closure impossible despite several attempts with 10-0 monofilament. The iol was not implanted due to high risk of scarring and astigmatism. The patient was transferred for corneal sutures, tissue adhesive, and an amniotic membrane graft. The handpiece was isolated for manufacturer analysis, and the surgeon suspected a fluid circulation defect in the handpiece that had led to internal blockage and rapid overheating. This report pertains to the phacoemulsification tip involved in these reported events.